Event description:
The customer reported that she went in the pool with her insulin pump on and did not notice for thirty minutes. In alarm history a battery out limit was found. The self-test passed. Customer's blood glucose level was 115 mg/dl. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.